Manufacturer narrative:
Insulin pump was received with normal operating currents. Also passed self-test, a21 error test, rewind test, basic occlusion test and displacement test. Insulin pump was unable to prime at 2.5 lbs during prime/a33 test due to faulty fsr (gold). No motor error alarm noted. Motor was tested outside of the device and passed. Insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Event description:
Customer called to report that the insulin pump alarmed motor error during the bolus procedure. Customer's blood glucose reading was 363 mg/dl. Customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.